Event description:
Inability to obtain gas flow in a julian anesthesia machine. Event occurred after the pt was intubated but prior to their being connected to the machine. Pt required ambu-bagging until the machine was replaced. Surgery proceeded as planned with no apparent negative outcome to the pt. Machine was sequestered and tested by company rep who states a piece of teflon tape used to secure gas connections was found inside the machine.